Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that she has been getting connect belt messages and that pressing the response buttons will not stop the alarms. The pt's electrode belt and monitor were replaced.

Manufacturer narrative:
Monitor (B)(4). Electrode belt (B)(4): 08/2008. Device eval summary: device evaluations of belt (B)(4) and monitor (B)(4) have been completed. The reported problem (check belt alarms, response buttons will not stop the alarm) has been confirmed. Upon visual inspection, it was found that the end cap of the monitor was separated from the monitor case and all of the cables running from the computer/analog pca board to the auxiliary board were partially or completely unplugged. The root cause for the end cap separation cannot be positively identified but was probably the result of a drop or excessive force. Once the cables were reattached, the monitor was completely functional. The cause of the connect belt messages was due to a broken connector and nut missing, not allowing the belt to be securely connected to the monitor. The root cause of the broken connector cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the damaged connector or monitor. The pt received a replacement electrode belt and monitor.